Event description:
It was reported that white foreign matter was found in (B)(4) syringes solomed 2pc 2ml 25x5/8 fixed cn. The following information was provided by the initial reporter, translated from chinese to english: "when the hospital nurse was drawing the vaccine in the vaccination room, he found many white flocculent objects on the inner wall of the syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/8/2021. H.6. Investigation: a device history record review was completed for provided lot number 1811407. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture and physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, lubricant flake residue was observed within the syringe barrels. We have concluded that the residual particles are composed of the slip agent used in the manufacture of this syringe product. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscopic layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant. When a lubricant is used within the product formulation, visible particles may become apparent when the lubricant blooms to the surface of the syringe barrel due to plunger movement. A toxicologic material risk assessment for the slip agents used within this product indicates an extremely low to negligible risk of adverse effect in this clinical application. Prior product evaluations about exposure assessment indicate that the slip agents would be metabolized and eliminated relatively rapidly, with no bioaccumulation projected. This slip agent is an approved additive for this application and has been tested for preclinical material biocompatibility with all cases meeting established criteria for safety. Although the percentage of slip agent in the product is established and controlled according to the bd product specifications, the amount of slip agent added to the syringe barrel has been adjusted to the low end of the specifications.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that white foreign matter was found in 10 syringes solomed 2pc 2ml 25x5/8 fixed cn. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the hospital nurse was drawing the vaccine in the vaccination room, he found many white flocculent objects on the inner wall of the syringe."